Manufacturer narrative:
The patient had two pairs of monitors and electrode belts during the event. The patient was using monitor sn (B)(4) and belt sn (B)(4) during the first two treatments on the morning of (B)(6) 2021. The patient was using monitor sn (B)(4) and belt sn (B)(4) during the treatments on the night of (B)(6) 2021 and morning of (B)(6) 2021. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Both sets of equipment were found to be fully functional. Device manufacture date: monitor sn (B)(4): 05/12/2020; belt sn (B)(4): 06/24/2015; monitor sn (B)(4): 09/07/2016; belt sn (B)(4): 03/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. It was reported that the patient was treated at home on the morning of (B)(6) 2021. The patient was then taken to the hospital where they received additional treatments. It was reported that the patient was wearing the lifevest in the hospital, but it was removed prior to the patient's passing at 5:07 am on (B)(6) 2021. Review of the download data indicates that between 06:57:31 on (B)(6) 2021 and 03:07:36 on (B)(6) 2021 the patient received 8 appropriate treatments and 1 inappropriate treatment. Per the continuous ECG recording, the patient was in sinus tachycardia at 110 bpm at 06:51:32 on (B)(6) 2021. The patient's rhythm transitioned to vt at 250 bpm at 06:55:42. Intermittent response button use during the detection sequence prevented the lifevest from delivering a treatment during vt at 250 bpm until 06:57:31. It was not reported who was pressing the response buttons. The patient received the inappropriate treatment at 06:57:31. The patient's rhythm at the time of the treatment was vt at 250 bpm, which self-terminated 5 seconds before the treatment was delivered. The patient's post-shock rhythm was sinus tachycardia at 110 bpm with pvc's. The patient received the first appropriate treatment at 07:01:13. The patient's rhythm at the time of treatment was vt at 250 bpm. The patient's post-shock rhythm was sinus rhythm at 70 bpm with pvc's. The patient was taken to the hospital following the second lifevest treatment. The device was shutdown at 14:37:43 while the patient was in sinus tachycardia at 140 bpm with pvc's. The patient was provided with a new monitor and electrode belt (monitor sn (B)(4), belt sn (B)(4)). The new equipment was started at 15:28:42. An arrhythmia was detected at 20:27:30 while the patient was in vt at 210 bpm. Intermittent response button use during the detection sequence prevented the lifevest from delivering a treatment until 20:32:27. It was not reported who was pressing the response buttons. The patient received the second appropriate treatment at 20:32:27. The patient's rhythm at the time of treatment was vt at 300 bpm. The patient's post-shock rhythm was vt at 210 bpm. The patient's rhythm self-converted to sinus tachycardia at 130 bpm with pvc's at 20:32:59. An arrhythmia was detected at 02:57:01 on (B)(6) 2021 while the patient was in vt at 220 bpm. Intermittent response button use during the detection sequence prevented the lifevest from delivering a treatment until 03:02:01. It was not reported who was pressing the response buttons. The patient received the third appropriate treatment at 03:02:01. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus tachycardia at 110 bpm with pvc's. The patient received the fourth appropriate treatment at 03:04:21. The patient's rhythm at the time of treatment was vt at 330 bpm. The patient's post-shock rhythm was sinus tachycardia at 160 bpm with nsvt. The patient received the fifth appropriate treatment at 03:04:45. The patient's rhythm at the time of treatment was vt at 310 bpm. The patient's post-shock rhythm was sinus tachycardia at 150 bpm with pvc's. The patient received the sixth appropriate treatment at 03:06:31. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf. The patient received the seventh appropriate treatment at 03:07:05. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was svt at 160 bpm. The patient received the eighth appropriate treatment at 03:07:36. The patient's rhythm at the time of treatment was vt at 250 bpm. The patient's post-shock rhythm was svt at 180 bpm with nsvt. The patient's rhythm degraded to vf at 03:08:01. The patient's electrode belt was disconnected at 03:08:03, preventing the lifevest from delivering a treatment. The patient passed away in the hospital at 5:07 am on (B)(6) 2021 while not wearing the lifevest.